Manufacturer narrative:
The insulin pump power up properly after battery installation. No blank display was noted. The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, batt out limit and failed batt test alarms during our testing. The insulin pump passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No rewind anomaly noted. The insulin pump had battery cap stripped battery cap coin slot, minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. There were cracks on the battery cap. The insulin pump would not rewind so they replaced out the battery but then they received a battery failed message. The customer put a new one and they tightened the battery cap downward too much that it would not come off until it had cracked the insulin pump. The customer's blood glucose level was 234 mg/dl. It was noted in troubleshooting that the customer was unable to remove the battery cap. The battery cap was also stripped from using a screwdriver. The device was returned for analysis.